Event description:
On (B)(6) 2009, the pt reported his insulin infusion device is displaying an e4 (occlusion) error. The pt was instructed to disconnect from his infusion headset and prime through the tubing which he did without error. He stated he changed his headset this morning. When he removed his headset, he stated the cannula was bent. He stated he thinks that this headset did not have an insertion needle because he can not remember removing it and the cannula was bent outside of his body. The pt inserted a new headset and tried to bolus, but his device occluded after 6 units. He removed the headset and the cannula was bent. He inserted another headset and bolused 15 units without error. Courtesy infusion sets and an infusion set insertion device were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.